Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not get the insulin pump to stop ringing. The insulin pump had a constant tone. The customer could not get the keypad to respond. Customer's blood glucose level was not reported. The tone recurred after the insulin pump rested for 5 minutes. The device was not returned.